Event description:
While drawing blood from patient's mediport using a lavender top tube & luer lock vacutainer, the tube's lavender top became disconnected from the tube when the tube was pulled out of the vacutainer. This caused the blood sample to spill out of the tube and onto the chux pad covering the overbed table. The specimen had to be recollected into another tube.